Event description:
It was reported that (1) 35lst was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that while using a 5mm trocar sleeve, the outer gasket tore and fell into the pt. The surgeon removed the plastic piece and finished the case. The surgeon did not replace the trocar they just increased the flow rate to compensate for the lost of carbon dioxide. There was no consequence to pt. 05/11/2000 customer reported a 35lst, however, analysis site received a 355ld. Batch number reported belongs to the 355ld.